Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was report that the patient experienced right-sided weakness. Grip strength was 3/5 in right hand and 3/5 with bicep flexion. Patient was unable to abduct arm. Called consult to neurology team and activated stoke code was called. Neurologic exam was remarkable for transcortical motor aphasia and right arm weakness (proximal>distal) with decreased sensation to pinprick. Head CT revealed an area of ischemia within the deep left inferior frontal gyrus and likely embolic etiology. CT on (B)(6) 2017 revealed band-like area of low attenuation and loss of gray-white differentiation in the posterior aspect of the left inferior frontal gyrus likely representing acute to subacute ischemia as there was mild localized sulcal effacement. A focus of low-attenuation in the deep aspect was concerning for embolic etiology. It was reported that stroke was resolved/recovered on (B)(6) 2017 with sequelae and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.